Manufacturer narrative:
Additional information was provided on september 27, 2018.

Event description:
Clinic reported patient developed purulent abscess post miradry treatment. Two months after her first treatment, the patient returned to the treating clinic because both under arms contained pus. The skin appeared healthy, but one section of the treated area on the left axilla, and the whole treated area on the right axilla contained hemoid serous fluid. A drainage procedure was performed and antibiotics were prescribed for 3 weeks. Three months after treatment the patient re-visited the clinic due to pus. Same as above, one part of treated area of the left and whole treated area of the right under arm contained hemoid serous fluid so drainage procedure was done. The doctor couldn't identify the cause of the recurring symptoms and referred the patient to a different hospital for a more detailed examination. The results showed there is space under the dermal layer and serous fluid stays there. There is no problem under the muscular layer. The patient was told that skin transplant is needed but she hasn't made up mind to take the surgery yet. Update: patient elected to have a skin transplant, which resulted in skin irregularity. The exact date was not provided.

Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. There were no issues during the disposable device manufacturing, including sterilization. Products met final inspection and testing requirements prior to shipment. Analysis of treatment data recorded by the system revealed nothing unusual. There were no device performance or user issues observed that would cause infection.

Event description:
Clinic reported patient developed purulent abscess post miradry treatment. Two months after her first treatment, the patient returned to the treating clinic because both under arms contained pus. The skin appeared healthy, but one section of the treated area on the left axilla, and the whole treated area on the right axilla contained hemoid serous fluid. A drainage procedure was performed and antibiotics were prescribed for 3 weeks. Three months after treatment the patient re-visited the clinic due to pus. Same as above, one part of treated area of the left and whole treated area of the right under arm contained hemoid serous fluid so drainage procedure was done. The doctor couldn't identify the cause of the recurring symptoms and referred the patient to a different hospital for a more detailed examination. The results showed there is space under the dermal layer and serous fluid stays there. There is no problem under the muscular layer. The patient was told that skin transplant is needed but she hasn't made up mind to take the surgery yet. Follow up is on going.